Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: part number: 04.005.524s lot number: 6l64106 manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: january 27, 2020. Expiry date: january 1, 2030. Device was first manufactured unsterile under the lot 2l20267 in mezzovico and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 04.005.524 with lot 2l20267 were reviewed: a manufacturing record evaluation was performed for the finished unsterile device lot number, and no non-conformities were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Correction: g1: manufacturing site name and address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a procedure to have the tfna system implanted. During the procedure, the surgeon introduced the nail, passed the traction screw, locked it and when the compression was made, the fracture is devastated. The surgeon performed augmentation in which the cement came out and went to the focus of the fracture without leaving it. There was patient consequence. There is no further information available. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 34mm f/im nail-ster. This is report 3 of 4 for (B)(4).